Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) at 2014 01:41. During night drain cycle three, the patient's ultrafiltration reading was 1234ml, indicating the home patient (hp) drained 1234ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned, and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted.